Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, she was having trouble administering insulin as the customer was experiencing high blood glucose between 230 to 410 mg/dl. She treated with both the insulin pump and manual injections. Troubleshooting was performed and no anomalies were noted on the device. The customer declined performing the high pressure test. Customer was advised to monitor the device and call back if issues persisted.